Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: connector corrosion and scope mount had corrosion, image failure due to cable damage and cable, imaging unit, scope mount had water damage. Based on the results of the investigation, it is likely the following led to the malfunction: caused due to component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
No additional information.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 - facility name: (B)(6). E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presents a dark image malfunction. The malfunction occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.